Event description:
The consumer stated that her tampon came apart and pieces remained inside of her on three separate occasions. She was able to remove the remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on (B)(6) 2013, however, device problem is already known, so no evaluation will be performed.